Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased thyroid stimulating hormone (tsh) results for 8 patients while running on the architect i2000sr. The customer stated these results were generated at the time the error code 3700 unable to process test, (wash zone 2 aspirate) wash aspiration error for probe(s) (3). She found the temperature sensor tubing broken at the "t" for the sensor. Incorrect results were generated between on (B)(6) 2023 at 11:45 pm to on (B)(6) 2023 at 01:00 am. The customer provided the initial and corrected results for the following patients: sid: (B)(6). Tsh: 1.294 miu/l; corrected result: 2.159 miu/ml.. Sid: (B)(6). Tsh: 0.649 miu/ml; correct result: 1.494 miu/ml. Sid: (B)(6). Tsh: 0.871 miu/l; correct result: 1.243 miu/l. Sid: (B)(6). Tsh: 0.491 miu/l; correct result: 0.972 miu/l. Sid: (B)(6). Tsh: 0.444 miu/l; corrected result: 1.044 miu/l. Sid: (B)(6). Tsh: 0.191 miu/l; corrected result: 0.513 miu/l. Sid: (B)(6). Tsh: 1.480 miu/l; corrected result: 3.211 miu/ml.. Sid: (B)(6). Tsh: 0.647 miu/l; corrected result: 1.523 miu/l. The customer¿s reference range: tsh: 0.460-4.460 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the architect i2000sr, serial number (B)(6) , and found the arc tbg/sn tp wz was broken. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since part replacement. The arc tbg/sn tp wz (08c94-90) was determined to be the likely cause of the issues. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data did not identify any related trends to the architect system, parts, or discrepant results. The architect i2000sr erratic result rates were within acceptable limits with no trends identified. The device history record was reviewed and did not identify any non-conformances or deviations for the part, or the instrument associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.